Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) system. (B)(6) md. Radiology - x-ray abdomen flat and erect. Clinical history: abdominal pain. Impression: moderately large free air beneath the diaphragm, rule out perforated hollow viscus. Mild nondistended gas within colon with stool. No abdominal calcifications. Paired pedicle screws l3, l4, and l5 with disc devices at l3-4, l4-5 and l5-s1. Additional smaller screws overlie l5 and s1. (B)(6) 2017: (B)(6) healthcare system. (B)(6) md. Radiology-CT abdomen/pelvis with intravenous contrast. Clinical history: abdominal pain. Findings: adrenal glands: 2.1 cm indeterminate left adrenal nodule. Retroperitoneum: borderline enlarged periceliac lymph node and additional subcentimeter retroperitoneal and periportal lymph nodes. These could be reactive in nature. Atherosclerosis. Bowel: moderate pneumoperitoneum. This is centered in the upper and right greater than left abdomen. Irregularity with thickening along the gastric antrum especially along the distal body and lesser curvature with extravasation of oral contrast and adjacent gas compatible with a perforated gastric ulcer. No dilation of small or large bowel to suggest obstruction. No pericolonic inflammation. Evaluation of bowel is limited without oral contrast. Pelvis: no focal fluid collection. Small bilateral inguinal hernias containing omental fat and fluid on the left. Small diffuse ascites that is denser than simple fluid. Spinal hardware seen from l3 through s1. It causes streak artifact limiting evaluation of adjacent region. Impression: moderate pneumoperitoneum and small diffuse complex ascites due to perforated gastric ulcer along the lesser curvature, consider direct inspection once acute process resolves. 2.1 cm indeterminate left adrenal nodule. (B)(6) 2017: (B)(6) healthcare system: (B)(6) do. Consult note. Abdominal x-ray showed free air. A computed axial tomography scan of abdomen shows what appears to be a perforated gastric ulcer along the lesser curvature. Stated does not take motrin-like medication; yet list of medication includes voltaren. Mainly upper abdominal pain, no vomiting or diarrhea. Abdomen diffusely distended and tender with rebound. Wbc 27.3. (B)(6) 2017: (B)(6) healthcare system. (B)(6) do. Operative report. Indication for procedure: see consult. Pre-procedure diagnosis: perforated gastric ulcer. Post-procedure diagnosis: perforated gastric ulcer. Procedure: graham patch. Anesthesia: general. Physician: (B)(6) do. Surgical staff: circulator: (B)(6) rn. Physician assistant: (B)(6) pa. Scrub person: (B)(6). Specimens removed: abdominal fluid for culture and sensitivity, portion of gastric ulcer for biopsy. Estimated blood loss (number entry required): 5 mls. Tubes/ drains: 15 round blake-type drain to the area around the omental patch and penrose to the subcutaneous tissue. Complications or unexpected outcomes: none. Procedure description: ¿with the patient in the supine position, general endotracheal anesthesia was induced without incident. The abdomen was prepped and draped in the usual sterile fashion. An orogastric tube was placed without my knowledge. A foley catheter was placed. I made a midline upper abdominal incision and carried this through into the abdomen. I encountered greenish fluid with some whitish exudate. No obvious particular food matter was seen. I drew a sample of this fluid for culture and sensitivity and aspirated about 600 ml of intra-abdominal ascites. There was some reactive inflammation of small bowel loops. I did not visualize all of the lower abdominal structures. I found a 10 x 5 mm hole in the anterior wall of the stomach near the lesser curvature. I emptied the contents of the stomach through this hole into the suction device. I then asked the anesthetist to change the orogastric tube to a nasogastric tube. It was confirmed in good position and secured in place. I placed 2 2-0 silk sutures preparing to close the opening and do a graham patch. Prior to securing the sutures, I excised a portion of the ulcer margin to send this to pathology. I then secured each of the silk sutures to approximate the ulcer and brought out a portion of omentum up and did an omental patch. The abdomen was copiously irrigated with 4 l of clorpactin and normal saline until the aspirate was clear. A 15 round blake-type drain was placed through a separate incision in the right lower quadrant brought up along the paracolic gutter and into the area of the omental patch. It was later secured with a 2-0 silk suture. The instrument, sponge and needle count were stated to be correct. The abdominal wall was closed with 2 running sutures of #1 vicryl from either end and tied in the middle. The subcutaneous tissue was irrigated with betadine. A quarter-inch penrose drain was placed with knots at the end. The skin edges were reapproximated with skin staples. The patient tolerated the procedure well.¿ (B)(6) 2017: (B)(6) healthcare system. (B)(6) md. History and physical. Relates left and right upper abdominal pain since last night. Notes pain as sharp pain in the belly but continued to worsen throughout the day. Found to have a perforated viscus and taken to surgery emergently. Graham patch done for gastric perforation. Denies changes in stool. Had colonoscopy in the past which was within normal limits never had esophagogastroduodenoscopy. Takes celebrex twice a day for chronic pain. Smokes one and a half packs per day for last 35 years. Does have occasional heart burn. History of back pain with 3 surgeries, 10 screws and 2 rods in back. Medication: voltaren, cymbalta, opana ER, lyrica, zanaflex, percocet as needed for pain, norco as needed for pain. Negative for diarrhea, constipation, blood in stool and melena. Negative history of diabetes. Weight 99.8 kilograms. Body mass index 34.46 kilograms/square meter. Examination abdomen: soft, incisional tenderness, dressing in place without strikethrough. Wbc 23.9. (B)(6) 2017: (B)(6) hospital. Laboratory report. Blood fluid culture and gram stain. Source: abdominal fluid. Gram stain: final 01/08/17: many wbc¿s. No organisms seen. Culture, fluid: final (B)(6) 2017: scant growth mixed anaerobes present. Organism: 1 candida albicans. Light growth. No further work-up. (B)(6) 2017: (B)(6) system. (B)(6) md. Radiology - x-ray upper gastrointestinal series. Clinical history: status post omental patch of perforated gastric ulcer. Impression: no evidence of extravasation of contrast. (B)(6) 2017: (B)(6) system. (B)(6) md. Discharge summary. Discharge diagnosis: perforated viscus. Tobacco use. Chronic back pain. Hospital course: smoker with chronic back pain on non-steroidal anti-inflammatory drugs daily presented to emergency room with abdominal pain and found a perforated viscus. Taken to operating room and had a graham patch. Postoperatively had nasogastric tube. (B)(6) 2017- upper gastrointestinal negative for leak. Nasogastric tube removed. Small meals started. Did have hives with protonix that resolved when stopped. Disposition: home with home health care. Discharge condition: good. Patient instructions: follow up with physicians as instructed. Take all medications as directed. Return to emergency room for chest pain, shortness of breath, new or worsening symptoms. Activity: no lifting, driving, or strenuous exercise for 6 weeks. Diet: low residue diet. Wound care: as directed. (B)(6) 2017: (B)(6) healthcare system. (B)(6) pa; (B)(6), md. Emergency department record. Wound dehiscence. Presents to emergency department with mid abdomen wound, onset just prior to arrival. Saw dr. (B)(6), surgery, this morning for staple removal from recent perforated gastric ulcer surgery, however surgery wound opened this afternoon when he coughed ¿a heavy cough.¿ denies fever, chills, vomiting, abdominal pain. Skin: positive for wound (mid abdomen). Weight 93.4 kilograms. Exam abdomen: normal appearance. Midline incision with minimal serosangenous [sic] drainage, two dehisced areas: mid 5 cm somewhat superficial and distal portion. 2 cm. No purulent drainage, erythema confined to edges. No tenderness. No cellulitic changes. Wet-to-dry dressing applied. Dr. (B)(6) recommends wet to dry packing. Instructs patient to call office tomorrow to arrange wound care. Stressed importance of follow-up. Discharged in good condition . (B)(6) 2017: (B)(6) do. Office notes. Follow up of incisional hernia. Cleared from wound care center to proceed with surgery. Wound is now healed. Denies any new problems or complaints. Bowel movements normal. Weight 200 lbs.; 90.72 kilograms. Body mass index 31.32. Examination abdomen: soft, no mass, no generalized rebound, large protuberant upper midline hernia with an area of secondary healing in the skin from the postop wound infection. Plan: incisional hernia without obstruction or gangrene: discussed with patient some of the risks, benefits and possible complication of observation versus operation. Also discussed surgical options as well as the fact that a mesh will more than likely be used. Lengthy discussion about the fact that he will still have a defect of the abdominal wall. Will also have the protuberant area of skin that is not the same color as abdominal wall skin. I would be concerned about removing this area for fear of contamination of the mesh. Overweight: because of this I will ask for EKG and medical clearance. Others: is a smoker. I have asked once again to consider cessation. He understands that if he has a cough associated with the smoking that this will increase his risk of recurrence of the hernia . (B)(6) 2017: (B)(6) system. (B)(6) pa-c, (B)(6) md. History and physical update. Patient¿s medical status has not changed since prior history and physical (completed (B)(6) 2017 within 30 days prior to admission), and remains a candidate for the surgical procedure. (B)(6) 2017: (B)(6) healthcare system. (B)(6) do. Operative report. Indication for procedure: see consult/h & p. Pre-procedure diagnosis: incarcerated incisional hernia. Post-procedure diagnosis: incarcerated incisional hernia. Procedure: laparoscopic incarcerated incisional hernia repair. Anesthesia: general. Physician: (B)(6) do. Surgical staff: circulator: (B)(6) rn; scrub person: (B)(6); surgical assistant: (B)(6) md. Specimens removed: none. Estimated blood loss (number entry required): less than 10 ml. Tubes/drains: none. Complications or unexpected outcomes: none. Procedure description: ¿with the patient in the supine position, general endotracheal anesthesia was induced without incident. The abdomen was prepped and draped in the usual sterile fashion. An incision was made at the umbilical line at the anterior axillary line. The fascia was elevated and a veress needle was placed into the abdominal cavity. After the saline drop test was performed the abdomen was insufflated to a level of 15. The veress needle was then exchanged from a 5 mm trocar. The camera was placed through the trocar to reveal no injury to this point. A 5 mm trocar was placed in the upper quadrant and a 12 mm trocar in the lower quadrant ¿ both under direct visualization without bleeding or injury. There was incarcerated omentum within the hernia defect. I dissected free the adhesions to the entire abdominal wall. I was left with a fairly significant defect. I felt a 15 x 19 cm mesh would be appropriate. A gore dualmesh was chosen. 2-0 vicryl sutures were placed in the 4 corners of the mesh and the mesh was marked appropriately. The mesh was rolled upon itself and placed within the abdomen in the appropriate position. Each suture was grasped with an endo close device and brought up to the anterior abdominal wall. The mesh was then secured with a stapling device. There was no significant bleeding. I was very happy with the placement of the mesh. The instrument sponge and needle count were stated to be correct. Marcaine was injected for postoperative analgesia. The fascial edges of the larger wound were reapproximated with an interrupted suture of 0 vicryl. The wounds were irrigated with betadine. The skin edges were reapproximated with subcuticular 4-0 monocryl and steri-strips. The patient tolerated the procedure well.¿ product identification records for the alleged ¿gore dualmesh¿ were not provided. (B)(6) 2017: missing records: the history and physical referred to in the history and physical update on (B)(6) 2017 was not provided . (B)(6) 2017: (B)(6) healthcare system. (B)(6) pa-c, (B)(6) md. History and physical update. Patient¿s medical status has not changed since prior history and physical on (B)(6) 2017 and remains a candidate for surgical procedure . (B)(6) 2017: (B)(6) hospital. (B)(6) md. Operative report. Surgeon: (B)(6) md. Preoperative: diagnosis: exposed gore-tex ventral hernia mesh. Postoperative diagnosis: same. Procedure performed: removal of exposed mesh with debridement 15 x 15 cm. Left rectus myofascial advancement flap. Right rectus myofascial advancement flap. Placement of xenmatrix ab 10 x 15 cm rectrorectus mesh. Phasix inlay 20 x 15 cm external oblique mesh repair. Complex closure of abdominal wound 20 cm in length. Anesthesia: general. Estimated blood loss: 50 cc. Specimens: exposed mesh. Justification for procedure: ¿william is a 54-year-old male with a history of peptic ulcer disease with a perforation requiring a graham patch via laparotomy. He then went on to develop a ventral hernia for which he had a laparoscopic ventral hernia repair with gore-tex mesh. Over the last week or so he eroded through the skin and was sent for evaluation for repair. He was seen in the office on multiple occasions where the surgery was explained, risks and benefits explained to him, including but not limited to infection, bleeding, need for additional surgery, damage to the bowel, recurrence of his hernia, and he was quoted an approximate 50% five year recurrence rate, need for additional surgery, seroma requiring drainage, abdominal wall weakness, chronic pain, unsightly scarring, persistent bulging, dvt [deep venous thrombosis], pe [pulmonary embolism], respiratory failure, mi [myocardial infarction], stroke, death and inability to correct the defect. He understand the risks and wishes to proceed with surgery. No guarantees were expressed or implied as to the final outcome of the operation. The patient was then seen in the preoperative holding area where the consent was reviewed and signed, after which he was brought to operating room and placed on the table in the supine position. Sequential compression devices were placed. He received perioperative antibiotics. He was intubated by anesthesia without difficulty. The abdomen was prepped and draped in a standard sterile manner. A preprocedural time-out was then performed confirming the correct patient, operative site and the procedure to be performed. Once this was done the prior laparotomy incision was excised and the mesh exposed. It was tacked on the undersurface of the peritoneum. The tacks were removed and the mesh was removed in entirety. Then the loose attachments to the abdominal wall from the bowel were lysed bluntly to make room for myofascial advancement. There was a central scar where the hernia had developed. This was excised. The skin flaps were elevated approximately 15 cm on either side down to the fusion plane of the oblique musculature. The fusion plane was incised on either side to allow bilateral myofascial advancement of the rectus muscles. Then the posterior sheath of the rectus muscle was entered and developed. Then the wound was copiously irrigated. The posterior sheath was then closed with interrupted #1 pds. Then a 15 x 10 cm xenmatrix ab mesh was placed over the posterior rectus fascia and a retrorectus space and secured to the cut edge of the rectus fascia laterally with interrupted #1 pds. Then the anterior sheath of the rectus muscle was closed with interrupted #1 pds. The primary hernial defect measured 15 x 15 cm. Then an inlay mesh using phasix 20 x 15 cm was inset with interrupted and running #1 pds to the lateral oblique facial [sic] edge. Then the wounds were copiously irrigated again. The skin incision was then trimmed to healthy bleeding tissue. Electrocautery was used for hemostasis. Then two 19 blake drains were placed in the deep recess of the wound and secured to the skin with silk suture. Then the deep dermis was approximated with interrupted 3-0 pds followed by staples. A dry dressing was applied. He then was awoken by anesthesia and brought to the recovery room in stable condition. The total length of complex closure was 20 cm .¿ (B)(6) 2017: (B)(6) lab (pathology). (B)(6) md. Pathology report. Ordering provider: (B)(6) md. Accession#: (B)(4). Clinical data: non-healing abdominal wound. Exposed abdominal mesh. Diagnosis: mesh from abdominal wound ¿ mesh material with attached fibrin with numerous neutrophils. Gross description: specimen(s): mesh. The specimen is received in formalin, labeled with (B)(6) as the patient¿s name and mesh as the specimen site, and consists of an 8.0 x 6.0 x 4.3 cm aggregate portion of tan-brown, firm rubbery mesh-like material. Along the periphery of the specimen are numerous metallic coil surgical devices. Along the external surface of the specimen are patchy areas of attached white-gray soft fibrous tissue. The specimen is partially submitted in one block. Microscopic description: all microscopic sections with this case were examined by a board-certified pathologist, and the result(s) of each examination is/are incorporated in the final diagnosis. As a part of each specimen evaluation the pathologist has assessed the quality of all stains and controls if applicable (e.g. Permanent section slides, frozen section slides, non-immunohistochemical special stains, cytology preparations) and has confirmed their acceptability to facilitate diagnostic interpretation, unless otherwise stated in the diagnosis. If a nonpathologist has performed gross specimen analysis, their work has been supervised and reviewed by a qualified pathologist within one business day of the completion of the full gross specimen analysis. Unless otherwise specified, all specimen gross examinations have been performed at (B)(6) hospital ((B)(6)). Unless otherwise specified, the technical component of all immunohistochemical, in situ hybridization, h&e [hematoxylin and eosin], and special stain slides tests were performed at (B)(6) hospital. If applicable, the following statement applies whenever any immunohistochemical stain(s) and/or in situ hybridization studies have been performed by the (B)(6) healthcare system: all immunohistochemical stain(s) and/or in situ hybridization studies have adequate controls that have been evaluated by the pathologist. This laboratory is regulated under the clinical laboratory improvement amendments of 1988 (clia-88) as qualified to perform high complexity clinical laboratory testing. Certain tests employed in this case have been developed and their performance of characteristics determined by the department of pathology of the (B)(6) healthcare system. These tests have not been cleared or approved by the u.s. Food and drug administration (FDA). The FDA has determined, however, that such clearance or approval is not necessary. Such testing is used for clinical purposes and should not be regarded as investigational or for research . (B)(6) 2017: (B)(6) healthcare system. (B)(6) md. History and physical. Status post removal of exposed abdominal mesh. History of non healing abdominal wound. Exposed abdominal mesh, admitted for removal of mesh. Requires ketamine drip for pain control in addition to opioids. Patient is drowsy from anesthesia, therefore, admitted to ICU. Examination abdomen: soft, non-tender, bowel sounds active all four quadrants, no masses, no organomegaly . (B)(6) 2017: (B)(6) healthcare system. (B)(6) md. Discharge summary. Discharge diagnosis: ventral hernia status post removal of exposed abdominal wall mesh, replacement with new abdominal wall mesh-3 component separation for abdominal wall reconstruction- post op care, follow up surg plan. Chronic back pain ¿ controlled. Weight 90.2 kilograms. Body mass index 31.21 kilograms per square meter. Examination abdomen: soft, non-tender, depressible, bowel sounds active all four quadrants, no masses, no organomegaly. Disposition: home. Discharge condition: stable. Patient instructions: discharged home with further workup and follow up as an outpatient. Discharge instructions and precautions discussed and questions answered. Activity: activity as tolerated. Diet: low fat, low cholesterol. Wound care: keep wound clean and dry as directed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2017 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of exposed mesh with debridement, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic incarcerated incisional hernia repair. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/ (B)(6), 15x19cm]. Implant date: (B)(6) 2017 (same day surgery). (B)(6) 2017: (B)(6) hospital. Implant record. Mesh gore dual plus 15x19cm. Serial no.: (B)(6). Model/cat no.: 1dlmcp04. Manufacturer: w.l. Gore & associates. Exp. Date: 7/31/2019. Size: 15x19cm. Area: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ (B)(6)) was implanted during the procedure. Relevant medical information: (B)(6) 2017: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: rule out bowel herniation. Findings: there has been interval mesh repair of the anterior abdominal wall above the level of the umbilicus. There is a pocket of fluid surrounding the mesh greatest anteriorly measuring approximately 11 cm x 4.5 cm extended in the cc direction 14 cm which may represent a postoperative seroma or abscess. Impression: there is a large pocket of fluid measuring approximately 11 x 4.5 x 14 cm surrounding the patient¿s anterior, wall mesh which may represent a postoperative seroma or abscess. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Radiology-interventional radiology image guided fluid collection drainage by catheter. Indication: abdominal wall collection. Technique: sonographic images were obtained and stored for the record. Sonographic guidance was utilized. A collection superficial to the mesh is identified. A second collection deep to the mesh is identified. Token technique was used to introduce a 10 french catheter in the superficial collection. Approximately 200 ml of serous fluid were removed. However, the deep collection persisted despite emptying of the superficial collection. Therefore a needle was placed through the mesh into the deep collection and approximately 60 ml of serous fluid were aspirated. The catheter was secured to the skin using 0 silk. 5 ml of 1% lidocaine was for local anesthesia. Findings: anterior abdominal wall fluid collections. Impression: ultrasound-guided drainage of an anterior abdominal fluid collection. (B)(6) 2017: (B)(6) healthcare. (B)(6) md. Physician¿s post-procedure note. Procedure performed: fluid drainage abd wall 200 superficial; drain placed above mesh; aspiration deep component below mesh ¿ 60 cc removed clear. Post-procedure diagnosis: same. Findings: same. Anesthesia: local. Specimens removed: fluid. Specimen disposition: microbiology. Estimated blood loss: less than 10 mls, unless otherwise specified. Complications or unexpected outcomes: none. (B)(6) 2017: (B)(6) healthcare. (B)(6) md. History and physical. Underwent lap incisional hernia repair last month, came in now due to non healing abdominal wound, CT performed yesterday and showed large collection surrounding mesh, admitted for presumed abscess and empiric antibiotics. Weight 93 kg, bmi 32.18. Exam: abdomen positive drain abdominal area. Impression: possible abscess surrounding mesh 11 x 14 cm status post drainage. Plan: admit, start empiric antibiotics, await final culture. (B)(6) 2017: (B)(6) healthcare. (B)(6) md. Discharge summary. Admit (B)(6) 2017. Discharge diagnosis: wound infection. Recently had lap incisional hernia repair with mesh; no complications post op. Returns to emergency room for possible wound infection. CT showed abdominal collection near mesh, this was drained. Appeared like seroma; drain placed; instructed to drain daily and monitor output. Discharge home on oral antibiotics and follow up with surgeon next week to removed drain. Exam: abdomen soft non tender. (B)(6) 2017: (B)(6) hospital. Implant record. Graft porc, xenmatrix; mesh phasix. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: intra-abdominal collection. Findings: abdominal wall: there is a thin irregular crescent of amorphous fluid measuring up to 1 cm in ap thickness, in the midline anterior abdominal wall, significantly decreased overall in volume and less well-defined then the collection that was associated with a mesh on the previous study. Pelvis: a lobulated rim-enhancing fluid collection has developed in the midline of the lower pelvis contiguous with the anterior wall of the rectum and the undersurface of the sigmoid colon, measuring up to 8.5 cm ap by 6 cm transverse by 5 cm craniocaudally. There is stranding in the adjacent fat. No air is present in the collection. Impression: compared with (B)(6) 2017, a lobulated 8 cm fluid collection has developed in the lower pelvis. With the rim of enhancement and the adjacent stranding, an abscess is suspected. Mild dilatation of both ureters to the level of the lower pelvic fluid collection, where there are likely partially obstructed by this inflammatory process. Decreased enhancement of the right kidney, suggesting a greater degree of obstructive uropathy on this side. Small amount of amorphous fluid, possibly evolving post-operative change, tracking in the anterior abdominal wall, without a new loculated collection in this region. (B)(6) 2017: (B)(6) healthcare. (B)(6) md. History and physical. Had hernia repair in the past, got infected, mesh removed and underwent another surgery on (B)(6). Came in now for fever 101.3 highest. Weight 88.2 kg, bmi 30.52. Exam: abdomen bowel sounds active all four quadrants, no masses, no organomegaly, soft. Lab: wbc 13.8. Impression: fever; collection on CT which has improved, possible small pelvic abscess; history mesh placement (B)(6); leukocytosis. Plan: panculture; no drainage performed; await finality of cultures; empiric antibiotics for now. Looks well hence I¿m not sure where the fever is coming from. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Radiology-CT pelvis. Indication: abscess on computed axial tomography scan. Impression: with the patient in the prone position the pelvis was scanned. Compared to the previous examination there has been a significant decrease in size of a collection in the pelvis. The patient reported passing a mucous-like purulent bowel movement. Given the vascular structures which impedes placement of a catheter and a decrease in size of the collection it was decided to monitor the patient clinically and not place a drain at this time. (B)(6) 2018: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: follow-up left lower quadrant pain. Findings: pelvis: a lobulated rim-enhancing fluid collection in the midline of the lower pelvis, contiguous with the anterior wall of the rectum and undersurface of the sigmoid colon has markedly decreased in size, to 2.3 cm ap by 2.5 cm transverse by 2.0 cm craniocaudally. No air is present in the collection. No new collection is identified. Impression: residual 2.5 cm rim-enhancing fluid collection, consistent with an abscess, in the lower pelvis, markedly decreased in size since (B)(6) 2017. Right obstructive uropathy, likely due to partial obstruction of the distal right ureter by the inflammatory process in the pelvis, has improved, as described. (B)(6) 2018: (B)(6) healthcare. (B)(6) md. Discharge summary. Admit (B)(6) 2017. Discharge diagnosis: abscess, intra-abdominal, postoperative, sequela. Admitted for fever; found to have intra abdominal collection. Placed on IV antibiotics; no drainage since collection improved; placed on IV antibiotics at home via peripherally inserted central catheter. Exam: abdomen soft nontender. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated health effect updated investigation finding updated investigation conclusions: appropriate code/term not available for ¿withdrawn complaint¿ health effect impact code: f26: no health consequences or impact medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (3191: appropriate term not available for ¿removal of exposed mesh with debridement¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span january 8, 2017 through january 4, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity (B)(6) 2017: 220 lbs., bmi 34.46 (B)(6) 2017: 205 lbs., bmi 32.2 (B)(6) 2017: 198 lbs., bmi 31.21 smoking (B)(6) 2017: smokes 1½ packs of cigarettes daily for last 35 years (B)(6) 2017: ¿is a smoker. I have asked once again to consider cessation.¿ (B)(6) 2017: small bilateral inguinal hernias containing omental fat and fluid on the left (B)(6) 2017: wound dehiscence (B)(6) 2017: large protuberant upper midline hernia with an area of secondary healing in the skin from the postop wound infection (B)(6) 2017: anterior abdominal wall fluid collections. Wound infection. (B)(6) 2018: abscess, intra-abdominal surgical procedures: (B)(6) 2017: emergent surgery for a perforated viscus, graham patch (B)(6) 2017: laparoscopic incarcerated incisional hernia repair. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2017: fluid drainage abdominal wall 200 superficial; drain placed above mesh; aspiration deep component below mesh ¿ 60 cc removed clear. (B)(6) 2017: removal of exposed mesh with debridement 15 x 15 cm. Placement of xenmatrix ab rectrorectus mesh. Phasix inlay external oblique mesh repair. Complex closure of abdominal wound. Implant: xenmatrix and phasix. Relevant medical information: (B)(6) 2017 - 1/15/17: inpatient hospitalization. (B)(6) 2017: x-ray abdomen. ¿impression: moderately large free air beneath the diaphragm, rule out perforated hollow viscus. Mild nondistended gas within colon with stool.¿ (B)(6) 2017: CT abdomen/pelvis. ¿impression: moderate pneumoperitoneum and small diffuse complex ascites due to perforated gastric ulcer along the lesser curvature, consider direct inspection once acute process resolves.¿ (B)(6) 2017: procedure: graham patch. ¿I made a midline upper abdominal incision and carried this through into the abdomen. I encountered greenish fluid with some whitish exudate. No obvious particular food matter was seen. I drew a sample of this fluid for culture and sensitivity and aspirated about 600 ml of intra-abdominal ascites. There was some reactive inflammation of small bowel loops. I did not visualize all of the lower abdominal structures. I found a 10 x 5 mm hole in the anterior wall of the stomach near the lesser curvature. I emptied the contents of the stomach through this hole into the suction device. I then asked the anesthetist to change the orogastric tube to a nasogastric tube. It was confirmed in good position and secured in place. I placed 2 2-0 silk sutures preparing to close the opening and do a graham patch. Prior to securing the sutures, I excised a portion of the ulcer margin to send this to pathology. I then secured each of the silk sutures to approximate the ulcer and brought out a portion of omentum up and did an omental patch. The abdomen was copiously irrigated with 4 l of clorpactin and normal saline until the aspirate was clear. A 15 round blake-type drain was placed through a separate incision in the right lower quadrant brought up along the paracolic gutter and into the area of the omental patch. It was later secured with a 2-0 silk suture. The instrument, sponge and needle count were stated to be correct. The abdominal wall was closed with 2 running sutures of #1 vicryl from either end and tied in the middle. The subcutaneous tissue was irrigated with betadine. A quarter-inch penrose drain was placed with knots at the end.¿ (B)(6) 2017: history and physical: ¿relates left and right upper abdominal pain since last night. Notes pain as sharp pain in the belly but continued to worsen throughout the day. Found to have a perforated viscus and taken to surgery emergently. Graham patch done for gastric perforation.¿ ¿examination abdomen: soft, incisional tenderness, dressing in place without strikethrough.¿ (B)(6) 2017: discharge summary. ¿disposition: home with home health care. Discharge condition: good. Activity: no lifting, driving, or strenuous exercise for 6 weeks. Wound care: as directed.¿ (B)(6) 2017: emergency department [ed]. ¿wound dehiscence. Presents to emergency department with mid abdomen wound, onset just prior to arrival. Saw surgery this morning for staple removal from recent perforated gastric ulcer surgery, however surgery wound opened this afternoon when he coughed ¿a heavy cough.¿ skin: positive for wound (mid abdomen). Exam abdomen: normal appearance. Midline incision with minimal serosangenous [sic] drainage, two dehisced areas: mid 5 cm somewhat superficial and distal portion 2 cm. No purulent drainage, erythema confined to edges. No tenderness. No cellulitic changes. Wet-to-dry dressing applied.¿ to arrange wound care. Implant preoperative complaints: (B)(6) 2017: ¿follow up of incisional hernia. Cleared from wound care center to proceed with surgery. Wound is now healed.¿ ¿examination abdomen: soft, no mass, no generalized rebound, large protuberant upper midline hernia with an area of secondary healing in the skin from the postop wound infection. Plan: incisional hernia without obstruction or gangrene: discussed with patient some of the risks, benefits and possible complication of observation versus operation. Also discussed surgical options as well as the fact that a mesh will more than likely be used. Lengthy discussion about the fact that he will still have a defect of the abdominal wall. Will also have the protuberant area of skin that is not the same color as abdominal wall skin. I would be concerned about removing this area for fear of contamination of the mesh. Overweight: because of this I will ask for EKG and medical clearance. Others: is a smoker. I have asked once again to consider cessation. He understands that if he has a cough associated with the smoking that this will increase his risk of recurrence of the hernia.¿ implant procedure: laparoscopic incarcerated incisional hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/15724709, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2017 [same day surgery] wound classification: unknown description of hernia being treated: ¿an incision was made at the umbilical line at the anterior axillary line. The fascia was elevated and a veress needle was placed into the abdominal cavity. After the saline drop test was performed the abdomen was insufflated to a level of 15. The veress needle was then exchanged from a 5 mm trocar. The camera was placed through the trocar to reveal no injury to this point. A 5 mm trocar was placed in the upper quadrant and a 12 mm trocar in the lower quadrant ¿ both under direct visualization without bleeding or injury. There was incarcerated omentum within the hernia defect. I dissected free the adhesions to the entire abdominal wall. I was left with a fairly significant defect." Implant size and fixation: ¿I felt a 15 x 19 cm mesh would be appropriate. A gore dualmesh was chosen. 2-0 vicryl sutures were placed in the 4 corners of the mesh and the mesh was marked appropriately. The mesh was rolled upon itself and placed within the abdomen in the appropriate position. Each suture was grasped with an endo close device and brought up to the anterior abdominal wall. The mesh was then secured with a stapling device. There was no significant bleeding. I was very happy with the placement of the mesh. The fascial edges of the larger wound were reapproximated with an interrupted suture of 0 vicryl. The wounds were irrigated with betadine. The skin edges were reapproximated with subcuticular 4-0 monocryl and steri-strips.¿ relevant medical information: (B)(6) 2017: inpatient admission. (B)(6) 2017: CT abdomen/pelvis. ¿indication: rule out bowel herniation. Findings: there has been interval mesh repair of the anterior abdominal wall above the level of the umbilicus. Impression: there is a large pocket of fluid measuring approximately 11 x 4.5 x 14 cm surrounding the patient¿s anterior, wall mesh which may represent a postoperative seroma or abscess.¿ (B)(6) 2017: fluid drainage abdominal wall 200 superficial; drain placed above mesh; aspiration deep component below mesh ¿ 60 cc removed clear. ¿indication: abdominal wall collection. Technique: a collection superficial to the mesh is identified. A second collection deep to the mesh is identified. Token technique was used to introduce a 10 french catheter in the superficial collection. Approximately 200 ml of serous fluid were removed. However, the deep collection persisted despite emptying of the superficial collection. Therefore, a needle was placed through the mesh into the deep collection and approximately 60 ml of serous fluid were aspirated. The catheter was secured to the skin using 0 silk. 5 ml of 1% lidocaine was for local anesthesia. Findings: anterior abdominal wall fluid collections. Impression: ultrasound-guided drainage of an anterior abdominal fluid collection.¿ (B)(6) 2017: ¿underwent lap incisional hernia repair last month, came in now due to non-healing abdominal wound, CT performed yesterday and showed large collection surrounding mesh, admitted for presumed abscess and empiric antibiotics.¿ ¿impression: possible abscess surrounding mesh 11 x 14 cm status post drainage.¿ (B)(6) 2017: discharge summary. ¿discharge diagnosis: wound infection. Recently had lap incisional hernia repair with mesh; no complications post op. Returns to emergency room for possible wound infection. CT showed abdominal collection near mesh, this was drained. Appeared like seroma ; drain placed; instructed to drain daily and monitor output. Discharge home on oral antibiotics and follow up with surgeon next week to removed [sic] drain. Exam: abdomen soft non tender.¿ explant preoperative complaints: (B)(6) 2017: indication: ¿54-year-old male with a history of peptic ulcer disease with a perforation requiring a graham patch via laparotomy. He then went on to develop a ventral hernia for which he had a laparoscopic ventral hernia repair with gore-tex mesh. Over the last week or so he eroded through the skin and was sent for evaluation for repair . He was seen in the office on multiple occasions where the surgery was explained, risks and benefits explained to him, including but not limited to infection, bleeding, need for additional surgery, damage to the bowel, recurrence of his hernia, and he was quoted an approximate 50% five year recurrence rate, need for additional surgery, seroma requiring drainage, abdominal wall weakness, chronic pain, unsightly scarring, persistent bulging, dvt [deep venous thrombosis], pe [pulmonary embolism], respiratory failure, mi [myocardial infarction], stroke, death and inability to correct the defect. He understand [sic] the risks and wishes to proceed with surgery.¿ explant procedure: removal of exposed mesh with debridement 15 x 15 cm. Left rectus myofascial advancement flap. Right rectus myofascial advancement flap. Placement of xenmatrix ab 10 x 15 cm rectrorectus mesh. Phasix inlay 20 x 15 cm external oblique mesh repair. Complex closure of abdominal wound 20 cm in length. [Implant: xenmatrix, phasix] explant date: (B)(6) 2017 [hospitalization dates (B)(6) 2017. Wound classification: unknown procedure: ¿once this was done the prior laparotomy incision was excised and the mesh exposed. It was tacked on the undersurface of the peritoneum. The tacks were removed and the mesh was removed in entirety. Then the loose attachments to the abdominal wall from the bowel were lysed bluntly to make room for myofascial advancement. There was a central scar where the hernia had developed. This was excised. The skin flaps were elevated approximately 15 cm on either side down to the fusion plane of the oblique musculature. The fusion plane was incised on either side to allow bilateral myofascial advancement of the rectus muscles. Then the posterior sheath of the rectus muscle was entered and developed. Then the wound was copiously irrigated. The posterior sheath was then closed with interrupted #1 pds. Then a 15 x 10 cm xenmatrix ab mesh was placed over the posterior rectus fascia and a retrorectus space and secured to the cut edge of the rectus fascia laterally with interrupted #1 pds. Then the anterior sheath of the rectus muscle was closed with interrupted #1 pds. The primary hernial defect measured 15 x 15 cm. Then an inlay mesh using phasix 20 x 15 cm was inset with interrupted and running #1 pds to the lateral oblique facial [sic] edge. Then the wounds were copiously irrigated again. The skin incision was then trimmed to healthy bleeding tissue. Electrocautery was used for hemostasis. Then two 19 blake drains were placed in the deep recess of the wound and secured to the skin with silk suture. Then the deep dermis was approximated with interrupted 3-0 pds followed by staples.¿ ¿the total length of complex closure was 20 cm.¿ (B)(6) 2017: pathology. Diagnosis: ¿mesh from abdominal wound ¿ mesh material with attached fibrin with numerous neutrophils.¿ gross description: ¿specimen(s): mesh. The specimen is received in formalin, labeled as the patient¿s name and mesh as the specimen site, and consists of an 8.0 x 6.0 x 4.3 cm aggregate portion of tan-brown, firm rubbery mesh-like material. Along the periphery of the specimen are numerous metallic coil surgical devices. Along the external surface of the specimen are patchy areas of attached white-gray soft fibrous tissue. The specimen is partially submitted in one block.¿ (B)(6) 2017: history and physical: ¿status post removal of exposed abdominal mesh. History of non healing abdominal wound. Exposed abdominal mesh, admitted for removal of mesh. Requires ketamine drip for pain control in addition to opioids. Patient is drowsy from anesthesia, therefore, admitted to ICU. Examination abdomen: soft, non-tender.¿ (B)(6) 2017: discharge summary. ¿disposition: home. Discharge condition: stable. Patient instructions: discharged home with further workup and follow up as an outpatient. Activity as tolerated. Wound care: keep wound clean and dry as directed.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 15724709 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (3191: appropriate term not available for ¿removal of exposed mesh with debridement¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span january 8, 2017 through january 4, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity on (B)(6) 2017: 220 lbs., bmi 34.46. On (B)(6) 2017: 205 lbs., bmi 32.2. On (B)(6) 2017: 198 lbs., bmi 31.21. Smoking. On (B)(6) 2017: smokes 1½ packs of cigarettes daily for last 35 years. On (B)(6) 2017: ¿is a smoker. I have asked once again to consider cessation.¿ on (B)(6) 2017: small bilateral inguinal hernias containing omental fat and fluid on the left. On (B)(6) 2017: wound dehiscence. On (B)(6) 2017: large protuberant upper midline hernia with an area of secondary healing in the skin from the postop wound infection. On (B)(6) 2017: anterior abdominal wall fluid collections. Wound infection. On (B)(6) 2018: abscess, intra-abdominal. Surgical procedures: on (B)(6) 2017: emergent surgery for a perforated viscus, graham patch. On (B)(6) 2017: laparoscopic incarcerated incisional hernia repair. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2017: fluid drainage abdominal wall 200 superficial; drain placed above mesh; aspiration deep component below mesh ¿ 60 cc removed clear. On (B)(6) 2017: removal of exposed mesh with debridement 15 x 15 cm. Placement of xenmatrix ab rectrorectus mesh. Phasix inlay external oblique mesh repair. Complex closure of abdominal wound. Implant: xenmatrix and phasix. Relevant medical information: on (B)(6) 2017: inpatient hospitalization. On (B)(6) 2017: x-ray abdomen. ¿impression: moderately large free air beneath the diaphragm, rule out perforated hollow viscus. Mild nondistended gas within colon with stool.¿ on (B)(6) 2017: CT abdomen/pelvis. ¿impression: moderate pneumoperitoneum and small diffuse complex ascites due to perforated gastric ulcer along the lesser curvature, consider direct inspection once acute process resolves.¿ on (B)(6) 2017: procedure: graham patch. ¿I made a midline upper abdominal incision and carried this through into the abdomen. I encountered greenish fluid with some whitish exudate. No obvious particular food matter was seen. I drew a sample of this fluid for culture and sensitivity and aspirated about 600 ml of intra-abdominal ascites. There was some reactive inflammation of small bowel loops. I did not visualize all of the lower abdominal structures. I found a 10 x 5 mm hole in the anterior wall of the stomach near the lesser curvature. I emptied the contents of the stomach through this hole into the suction device. I then asked the anesthetist to change the orogastric tube to a nasogastric tube. It was confirmed in good position and secured in place. I placed 2 2-0 silk sutures preparing to close the opening and do a graham patch. Prior to securing the sutures, I excised a portion of the ulcer margin to send this to pathology. I then secured each of the silk sutures to approximate the ulcer and brought out a portion of omentum up and did an omental patch. The abdomen was copiously irrigated with 4 l of clorpactin and normal saline until the aspirate was clear. A 15 round blake-type drain was placed through a separate incision in the right lower quadrant brought up along the paracolic gutter and into the area of the omental patch. It was later secured with a 2-0 silk suture. The instrument, sponge and needle count were stated to be correct. The abdominal wall was closed with 2 running sutures of #1 vicryl from either end and tied in the middle. The subcutaneous tissue was irrigated with betadine. A quarter-inch penrose drain was placed with knots at the end.¿ on (B)(6) 2017: history and physical: ¿relates left and right upper abdominal pain since last night. Notes pain as sharp pain in the belly but continued to worsen throughout the day. Found to have a perforated viscus and taken to surgery emergently. Graham patch done for gastric perforation.¿ ¿examination abdomen: soft, incisional tenderness, dressing in place without strikethrough.¿ on (B)(6) 2017: discharge summary. ¿disposition: home with home health care. Discharge condition: good. Activity: no lifting, driving, or strenuous exercise for 6 weeks. Wound care: as directed.¿ on (B)(6) 2017: emergency department [ed]. ¿wound dehiscence. Presents to emergency department with mid abdomen wound, onset just prior to arrival. Saw surgery this morning for staple removal from recent perforated gastric ulcer surgery, however surgery wound opened this afternoon when he coughed ¿a heavy cough.¿ skin: positive for wound (mid abdomen). Exam abdomen: normal appearance. Midline incision with minimal serosangenous [sic] drainage, two dehisced areas: mid 5 cm somewhat superficial and distal portion 2 cm. No purulent drainage, erythema confined to edges. No tenderness. No cellulitic changes. Wet-to-dry dressing applied.¿ to arrange wound care. Implant preoperative complaints: on (B)(6) 2017: ¿follow up of incisional hernia. Cleared from wound care center to proceed with surgery. Wound is now healed.¿ ¿examination abdomen: soft, no mass, no generalized rebound, large protuberant upper midline hernia with an area of secondary healing in the skin from the postop wound infection. Plan: incisional hernia without obstruction or gangrene: discussed with patient some of the risks, benefits and possible complication of observation versus operation. Also discussed surgical options as well as the fact that a mesh will more than likely be used. Lengthy discussion about the fact that he will still have a defect of the abdominal wall. Will also have the protuberant area of skin that is not the same color as abdominal wall skin. I would be concerned about removing this area for fear of contamination of the mesh. Overweight: because of this I will ask for EKG and medical clearance. Others: is a smoker. I have asked once again to consider cessation. He understands that if he has a cough associated with the smoking that this will increase his risk of recurrence of the hernia.¿ implant procedure: laparoscopic incarcerated incisional hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/15724709, 15cm x 19cm x 1mm thick, oval]. Implant date: on (B)(6) 2017 [same day surgery]. Wound classification: unknown. Description of hernia being treated: ¿an incision was made at the umbilical line at the anterior axillary line. The fascia was elevated and a veress needle was placed into the abdominal cavity. After the saline drop test was performed the abdomen was insufflated to a level of 15. The veress needle was then exchanged from a 5 mm trocar. The camera was placed through the trocar to reveal no injury to this point. A 5 mm trocar was placed in the upper quadrant and a 12 mm trocar in the lower quadrant both under direct visualization without bleeding or injury. There was incarcerated omentum within the hernia defect. I dissected free the adhesions to the entire abdominal wall. I was left with a fairly significant defect." Implant size and fixation: ¿I felt a 15 x 19 cm mesh would be appropriate. A gore dualmesh was chosen. 2-0 vicryl sutures were placed in the 4 corners of the mesh and the mesh was marked appropriately. The mesh was rolled upon itself and placed within the abdomen in the appropriate position. Each suture was grasped with an endo close device and brought up to the anterior abdominal wall. The mesh was then secured with a stapling device. There was no significant bleeding. I was very happy with the placement of the mesh. The fascial edges of the larger wound were reapproximated with an interrupted suture of 0 vicryl. The wounds were irrigated with betadine. The skin edges were reapproximated with subcuticular 4-0 monocryl and steri-strips.¿ relevant medical information: on (B)(6) 2017: inpatient admission. On (B)(6) 2017: CT abdomen/pelvis. ¿indication: rule out bowel herniation. Findings: there has been interval mesh repair of the anterior abdominal wall above the level of the umbilicus. Impression: there is a large pocket of fluid measuring approximately 11 x 4.5 x 14 cm surrounding the patient¿s anterior, wall mesh which may represent a postoperative seroma or abscess.¿ on (B)(6) 2017: fluid drainage abdominal wall 200 superficial; drain placed above mesh; aspiration deep component below mesh ¿ 60 cc removed clear. ¿indication: abdominal wall collection. Technique: a collection superficial to the mesh is identified. A second collection deep to the mesh is identified. Token technique was used to introduce a 10 french catheter in the superficial collection. Approximately 200 ml of serous fluid were removed. However, the deep collection persisted despite emptying of the superficial collection. Therefore, a needle was placed through the mesh into the deep collection and approximately 60 ml of serous fluid were aspirated. The catheter was secured to the skin using 0 silk. 5 ml of 1% lidocaine was for local anesthesia. Findings: anterior abdominal wall fluid collections. Impression: ultrasound-guided drainage of an anterior abdominal fluid collection.¿ on (B)(6) 2017: ¿underwent lap incisional hernia repair last month, came in now due to non-healing abdominal wound, CT performed yesterday and showed large collection surrounding mesh, admitted for presumed abscess and empiric antibiotics.¿ ¿impression: possible abscess surrounding mesh 11 x 14 cm status post drainage.¿ on (B)(6) 2017: discharge summary. ¿discharge diagnosis: wound infection. Recently had lap incisional hernia repair with mesh; no complications post op. Returns to emergency room for possible wound infection. CT showed abdominal collection near mesh, this was drained. Appeared like seroma ; drain placed; instructed to drain daily and monitor output. Discharge home on oral antibiotics and follow up with surgeon next week to removed [sic] drain. Exam: abdomen soft non tender.¿ explant preoperative complaints: on (B)(6) 2017: indication: ¿54-year-old male with a history of peptic ulcer disease with a perforation requiring a graham patch via laparotomy. He then went on to develop a ventral hernia for which he had a laparoscopic ventral hernia repair with gore-tex mesh. Over the last week or so he eroded through the skin and was sent for evaluation for repair . He was seen in the office on multiple occasions where the surgery was explained, risks and benefits explained to him, including but not limited to infection, bleeding, need for additional surgery, damage to the bowel, recurrence of his hernia, and he was quoted an approximate 50% five year recurrence rate, need for additional surgery, seroma requiring drainage, abdominal wall weakness, chronic pain, unsightly scarring, persistent bulging, dvt [deep venous thrombosis], pe [pulmonary embolism], respiratory failure, mi [myocardial infarction], stroke, death and inability to correct the defect. He understand [sic] the risks and wishes to proceed with surgery.¿ explant procedure: removal of exposed mesh with debridement 15 x 15 cm. Left rectus myofascial advancement flap. Right rectus myofascial advancement flap. Placement of xenmatrix ab 10 x 15 cm rectrorectus mesh. Phasix inlay 20 x 15 cm external oblique mesh repair. Complex closure of abdominal wound 20 cm in length. [Implant: xenmatrix, phasix]. Explant date: on (B)(6) 2017 [hospitalization dates on (B)(6) 2017]. Wound classification: unknown. Procedure: ¿once this was done the prior laparotomy incision was excised and the mesh exposed. It was tacked on the undersurface of the peritoneum. The tacks were removed and the mesh was removed in entirety. Then the loose attachments to the abdominal wall from the bowel were lysed bluntly to make room for myofascial advancement. There was a central scar where the hernia had developed. This was excised. The skin flaps were elevated approximately 15 cm on either side down to the fusion plane of the oblique musculature. The fusion plane was incised on either side to allow bilateral myofascial advancement of the rectus muscles. Then the posterior sheath of the rectus muscle was entered and developed. Then the wound was copiously irrigated. The posterior sheath was then closed with interrupted #1 pds. Then a 15 x 10 cm xenmatrix ab mesh was placed over the posterior rectus fascia and a retrorectus space and secured to the cut edge of the rectus fascia laterally with interrupted #1 pds. Then the anterior sheath of the rectus muscle was closed with interrupted #1 pds. The primary hernial defect measured 15 x 15 cm. Then an inlay mesh using phasix 20 x 15 cm was inset with interrupted and running #1 pds to the lateral oblique facial [sic] edge. Then the wounds were copiously irrigated again. The skin incision was then trimmed to healthy bleeding tissue. Electrocautery was used for hemostasis. Then two 19 blake drains were placed in the deep recess of the wound and secured to the skin with silk suture. Then the deep dermis was approximated with interrupted 3-0 pds followed by staples.¿ ¿the total length of complex closure was 20 cm.¿ on (B)(6) 2017: pathology. Diagnosis: ¿mesh from abdominal wound ¿ mesh material with attached fibrin with numerous neutrophils.¿ gross description: ¿specimen(s): mesh. The specimen is received in formalin, labeled as the patient¿s name and mesh as the specimen site, and consists of an 8.0 x 6.0 x 4.3 cm aggregate portion of tan-brown, firm rubbery mesh-like material. Along the periphery of the specimen are numerous metallic coil surgical devices. Along the external surface of the specimen are patchy areas of attached white-gray soft fibrous tissue. The specimen is partially submitted in one block.¿ on (B)(6) 2017: history and physical: ¿status post removal of exposed abdominal mesh. History of non healing abdominal wound. Exposed abdominal mesh, admitted for removal of mesh. Requires ketamine drip for pain control in addition to opioids. Patient is drowsy from anesthesia, therefore, admitted to ICU. Examination abdomen: soft, non-tender.¿ on (B)(6) 2017: discharge summary. ¿disposition: home. Discharge condition: stable. Patient instructions: discharged home with further workup and follow up as an outpatient. Activity as tolerated. Wound care: keep wound clean and dry as directed.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 15724709. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.